Manufacturer narrative:
It appears that root cause is related to excessive torsional loads to the reducer during rod reduction maneuver. The over torqueing condition caused the two mates (reducer & screw extender) to become stuck/fused together. Disassembly of the union would likely destroy any traces of subjective evidence.

Event description:
One of the tabs broke off the screw extender while reducing the rod. The detached section was removed from the patient without issue and the rod fully reduced with no further complication. The event cause no patient harm.